Manufacturer narrative:
G2: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient came to the rep for an impedance problem. The impedances were checked with a clinician tablet and saw high impedances around 21,000 ohms with all contacts. It was noted that the patient had 3 leads. It was decided to remove one of the leads and implant a new one. During intra op they did mapping and impedance testing with wireless neurostimulator (wens). All impedances were green with the new lead. After testing the doctor decided to connect with the ins, and test impedance again multiple times. All impedances were green and good as usual, and everything was fine. After the operation, the rep wanted to do settings but unfortunately impedances were orange again, and totally identical like before operation. Issue was not resolved. Follow up impedance testing will be done after one week again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the impedance measurements at the follow up testing after one week were still the same impedances around 18370. No cause was identified. The high impedances were not resolved. An ins exchange surgery was planned for (B)(6) 2025. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that surgery occurred to replace the ins as planned. During the ins replacement surgery, the electrodes were first tested with a wens and the values were normal. After connecting to the new ins, the impedances remained normal values. This confirmed the issue was with the old ins.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) found no significant anomalies and passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.